Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported allegations of pump inflation issues, lack of activation, and mechanical issues were confirmed through analysis as the pump did not pass activation testing. Technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual examination was unremarkable in regard to device function. Functional testing identified the pump did not pass activation testing. This could have caused the clinical observations. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record (DHR) review: DHR review confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient will undergo a surgical procedure to revise this inflatable penile prosthesis (ipp) due to inflation issues and inability of the device to activate. The physician attempted troubleshooting steps without success. The ipp pump was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient will undergo a surgical procedure to revise this inflatable penile prosthesis (ipp) due to inflation issues. The physician attempted troubleshooting steps without success. The ipp remains implanted active.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient will undergo a surgical procedure to revise this inflatable penile prosthesis (ipp) due to inflation issues and the device would not activate. The physician attempted troubleshooting steps without success. The ipp remains implanted.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient will undergo a surgical procedure to revise this inflatable penile prosthesis (ipp) due to inflation issues and the device would not activate. The physician attempted troubleshooting steps without success. The ipp pump was explanted and replaced.